Event description:
Patient reported left side "capsular contracture, baker grade ii/iii", "shooting pain", and "constant outbreak on arm and back." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ skin rash/dermatitis: unable to observe as it is a medical event not related to the device. ¿ rupture: observed broken on anterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "capsular contracture, baker grade ii/iii", "shooting pain", and "constant outbreak on arm and back." Healthcare professional later reported rupture observed during surgery. Total en bloc capsulectomy was performed. Device has been explanted.

Manufacturer narrative:
Photo evaluation: . Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Skin rash/dermatitis: unable to observe as it is a medical event that is not related to the device. Additional observation: no additional observation. It is not possible to determine the lot number or catalog through the photos provided. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture observed during surgery. Total en bloc capsulectomy was performed. Device has been explanted.